Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to the magnet missing from inseparable. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that drawer was closed, but pyxis was not sensing that it was closed. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.